Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 260mm distal to the strain relief. The hypotube was also noted to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A microscopic examination identified damage to the tip. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that due to the presence of inflation media inside the balloon, the device was subjected to positive pressure. It is not known when the balloon was inflated. No issues were noted with the balloon that may have potentially contributed to the complaint incident.

Event description:
It was reported that a shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon shaft broke in half during preparation, outside the patient. No patient complications were reported.

Event description:
To: it was reported that a shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon shaft broke in half during preparation, outside the patient. No patient complications were reported.